Manufacturer narrative:
Continuation of concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the healthcare provider (hcp) indicated that the medication was diluted with 50% saline reducing the dose was reduce to 6 mcg/day. It was reported that the system was checked and found to be working within normal limits. The patient's skin sensitivity and left lower extremity clonus and muscle weakness/paralysis were noted to return. It was reported that despite the side effects the patient requested the device be turned off and the hcp treated the lower extremities with botulinum injections. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the device was not helping the patient's spasticity very much so he stopped getting it filled. It was noted that surgery was performed to move the catheter lower because it was too high up on the spine and would make him collapse; but it still never worked the way the patient had hoped. No further complications have been reported as a result of this event.